Event description:
Pt had episode of syncope at home while talking on the phone. Came to emergency dept where permanent pacemaker was pacing intermittently, heart rate in 30's at times. Placed on transthoracic pacing until taken to cath lab. Pacer check indicated possible loose lead or poor contact in ventricle. Opening the pacer pocket revealed the lead to have high impedance, no fracture noted, position correct, lead was removed and replaced without difficulty.